Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device displayed cassette not connected correctly/check if hose or reservoir is empty" was duplicated. The cause of the reported issue was defective/non-functional downstream occlusion (dso) sensor. The dso sensor was replaced to correct the malfunction. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed the following error message: ¿cassette not connected correctly/check if hose or reservoir is empty¿. It was stated that the pump didn¿t recognize the cassette despite multiple attempts to properly replace the cassette with a new one. The pump was replaced and worked as expected. There was no patient involvement.